Manufacturer narrative:
Insulin pump passed the operating currents, self test and displacement test. No failed battery test alarm and no unexpected battery power loss anomaly noted during test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had failed battery test alarm. Customer's blood glucose level was 116 mg/dl. Customer stated that insulin pump had unexpected battery power loss alarm and they did receive low battery alert prior to replace battery alert. The insulin pump will be returned for analysis.